Manufacturer narrative:
The reported issue was unconfirmed. The root cause of the reported issue could not be determined as the reported issue could not be reproduced. The reported event was unconfirmed, therefore DHR review was not required. The reported event was unconfirmed; therefore, labeling/packaging review was not required. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that biomed has a arctic sun device that was having issues in filling. It is also failing for error 2 (pre-warm inlet pressure error) and 3 (pre-warm nominal flow error) during calibration, all indicative of a weak circulation pump, system has 1936 hours, giving biomed 2000 hour preventive maintenance information. They requested a quote for 2000 hour service and stated no loaner was needed. Per sample evaluation results received on 12jun2024, it was reported that flow issues present due to failed flowmeter.

Manufacturer narrative:
The reported issue was unconfirmed. No root cause could be found because the reported event was unconfirmed. The reported event is unconfirmed, DHR review is not required. The reported event is unconfirmed, labeling/packaging review is not required. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that biomed has a arctic sun device that was having issues in filling. It is also failing for error 2 (pre-warm inlet pressure error) and 3 (pre-warm nominal flow error) during calibration, all indicative of a weak circulation pump, system has 1936 hours, giving biomed 2000 hour preventive maintenance information. They requested a quote for 2000 hour service and stated no loaner was needed.

Event description:
It was reported that biomed has a arctic sun device that was having issues in filling. It is also failing for error 2 (pre-warm inlet pressure error) and 3 (pre-warm nominal flow error) during calibration, all indicative of a weak circulation pump, system has 1936 hours, giving biomed 2000 hour preventive maintenance information. They requested a quote for 2000 hour service and stated no loaner was needed.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.